Manufacturer narrative:
(B)(4). PMA/510(k) similar to device marketed under p140016. Summary of investigational findings: the customer stated that the graft seemed to be stuck in the aortic arch and not releasing properly. The handle was removed and troubleshooting was performed. Ultimately the graft released and was in the right place and the procedure was completed. The patient did not require any additional procedures and no adverse effects to the patient were reported. The introduction system was returned for investigation. Except for minor indentations on the sheath tip, no damage, misuse or abnormal findings were observed. The rotation handle was assembled without the wires and by holding the back-end cap and was rotated without difficulties. Since the stent graft was deployed and the event settings could not be reproduced it was not possible to determine the reason for the experienced difficulty based on the evaluation. A review of the device history record (DHR) revealed no non-conformances and it is assessed that there is evidence that the DHR was fully executed. It is concluded that there is no evidence that nonconforming product exists in house or in field. Based on the limited information in the description, it is assumed that the user was able to retract the sheath but not able to rotate the handle to stop/release stent graft from the introduction system. Different factors could have contributed to this failure such as patient anatomy and unintended use error. However, this is only speculations. Additionally, stent graft location in the aortic arch is non-specific and it is not possible to determine whether the device was used within its intended use. According to the IFU the alpha stent graft is indicated for the endovascular treatment of patients with aneurysms or ulcers of the descending thoracic aorta. Consequently, the exact reason for the difficulties encountered cannot be determined. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to initial reporter: the graft seemed to be stuck in the aortic arch and not releasing properly. The procedure was able to be completed with the reported device. Ultimately the graft released and was in the right place after removing the handle and going through bailout to release trigger wires. Patient outcome: the complainant did not report any adverse effects to the patient due to this occurrence.